Event description:
It was reported that a catheter issue occurred. The opticross 6 imaging catheter was advanced for ultrasound examination of the calcified and tortuous target lesion. When the catheter was being removed, it became entangled with the guidewire and both devices were removed together. The catheter was noted to be kinked distally. The procedure was completed successfully and there were no patient complications.

Manufacturer narrative:
The device was returned for analysis, but the guidewire was not returned. Visual and microscopic inspection revealed the tip was kinked and stretched. Microscopic inspection showed the guidewire exit port was damaged.

Event description:
It was reported that a catheter issue occurred. The opticross 6 imaging catheter was advanced for ultrasound examination of the calcified and tortuous target lesion. When the catheter was being removed, it became entangled with the guidewire and both devices were removed together. The catheter was noted to be kinked distally. The procedure was completed successfully and there were no patient complications.